Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported via medwatch "powerpicc line placed and upon cxr for placement noted 1.3cm metal fragment was noted in chest fragment not causing issues and risk to remove greater than leaving in place."